Event description:
It was further reported that the infection continued and the device was explanted.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately two weeks post implant, the patient developed ¿enterobacter cloacae status post wound debridement, soft tissue infections of pacemaker pocket¿. The patient received intravenous (IV) antibiotics and the device remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.